Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room with fatigue and bradycardia. Upon interrogation the right ventricular and left ventricular leads exhibited loss of capture. The leads were found to be dislodged. No other electrical anomalies were noted. The leads were explanted and replaced on (B)(6) 2017. The patient was in a stable condition.